Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 46507. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. A functional check was performed in order verify the reported issue of error 46507. The reported problem was verified. The pump was found to be displaying lec "b5ab" in the main menu version screen. Which reference to ui_error_unexpected_porta_isr "46507" error code message. The cause of the issue is a faulty mpu board. The mpu board will be replaced in order to resolve the issue.